Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 093-28, lot# v703023, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient wanted their device removed because it was not working correctly. The event took place in the latter part of 2013 and the patient stated in approximately november but they were not sure. It was noted that the patient had tried to adjust the setting and had gone through the programs. The patient¿s health care provider (hcp) had left them high and dry and the patient was not interested in adjusting stimulation or trying a different program. It was reported that the patient wanted to find a hcp to remove the implant. If the device was not working the patient didn¿t want it. It was noted that the patient¿s hcp left and didn¿t let anyone know and the patient did not currently have a follow-up hcp.